Event description:
It was reported that the lens was removed and replaced due to dysphotopsia. No patient injury was reported.

Manufacturer narrative:
(B)(4): visual inspection showed that the lens was received cut in half, which is a condition consistent with a lens that has been removed from the eye. Lens appeared to have evidence of debris/fibers. Manufacturing record review indicated that the production order passed all acceptance criteria for all tests performed and is within all specifications. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. (B)(4): placeholder.